Event description:
Routine cxr revealed port-a-catheter broken off with distal portion in right atrium and ventricle. Cxr reviewed with radiology. Patient underwent venogram in special procedures with successful removal of catheter fragment. Port was not removed as of november 23, 1992. Patient report episode of palpitations two weeks ago, otherwise has been well. Catheter placed in patient in gerald champion memorial hospital, almgrado, n.mdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: component failure. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.